Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device performance data found an issue with the lower rate pacing. Ventricular long term histograms show approximately 8% of ventricular pacing is below the programmed lower rate of 60 paces per minute.

Event description:
It was reported that an external cardiac monitor was placed on the patient due to experienced syncope and pre-syncope symptoms such as lightheadedness and dizziness. The monitor showed high grade atrioventricular block and 3rd degree block that were associated with ventricular pauses and periods of asystole. It was noted that the duration of some of the asystole episodes were difficult to ascertain due to artifact. There was concerned about the loss of ventricular capture and the device integrity as well as the possibility of an oversensing issue. The device check in clinic did not show any episodes other than a few rates below the lower rate limit and isometrics did not indicate anything unusual. The device and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.